Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that customer was getting no delivery alarm. Customer's blood glucose was 388 mg/dl. Customer treated using the insulin pump. Troubleshooting was done. Advised customer there could be a possible site related issue. Advised to change entire infusion set. No further information provided.